Manufacturer narrative:
The investigation for the reported high purge pressure, low pump flow, limb ischemia, access site bleeding, and ventricular fibrillation has been completed. The product was returned and investigated. Upon visual inspection of the pump, heavy biomaterial was found surrounding the impeller and the purge gap. Pump was then connected to aic and purge pressure raised to 1051mmhg and purge flow to <1mmhg. After cutting the catheter near the motor housing the purge fluid started passing through confirming that biomaterial blocking the purge gap. No burr or rough/sharp edges were found on the returned product. The root cause of the high purge pressure issue was most likely heavy biomaterial found between the purge gap. As per product investigation and clinical information, the root cause of the low pump issue was most likely biomaterial. The root cause of the access site bleeding issue was not determined due to insufficient clinical information provided. As the necessary clinical information was not provided in conjunction with the returned device, the root cause of the vt/vf was not determined. Added-d9- device return date.

Event description:
The user facility reported a 66-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient developed oozing and the heparin was withheld and blood products were given to manage the bleeding. Additionally, there were suction events noted by staff. Intravenous fluids and two units of blood products were given to the patient and the pump flow issues resolved. The patient also experienced a loss of pulsatility, two units of blood products were provided as well. Furthermore, the impella had high purge pressure alarms. The purge cassette was replaced, and the staff monitored the patient. One hour later, the patient became hypotensive, arrhythmias, desaturated, and the impella had intermittent suction. The decision was made by the family to withdraw care. The impella was removed after 67.95 hours of support and the patient expired. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.